Event description:
There was a complaint of a questionable d bilirubin result for 1 patient tested with a cobas pro c503 module. The questionable result was reported outside the laboratory. The physician questioned the result and requested a rerun. The patient¿s initial result was 1.29 mg/dl; the repeat on (B)(6) 2021 was 0.0578 mg/dl accompanied by a data flag. The d bilirubin used was lot 584344 and the expiration date was requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The last calibration was performed on 16-dec-2021 met acceptance criteria with no alarms. The provided qc meets acceptance criteria based on the customer's qc chart, and the customer provided their qc was ok before and after the event occurred. An investigation of the alarm trace found sample clot detection, sample short, sample short, and sample probe: abnormal aspiration alarms. These are indicators of poor sample quality. The customer declined a field service engineer (fse) visit as they believe there was no problem with the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.